Event description:
Add'l info received from reporter on 10/13/2016 for mw5065365. Reporter called to report that she will need a cat scan and surgery on her back. She reports that she feels "hotness; like a heat wave is in my body", that it's hard to drive, that she has had infection clostridium difficile and that she thinks she has a burn on her back but, the doctor told her it's a scratch.

Event description:
Additional information received 10/26/2016 from reporter, report number mw5065365: patient states that she cannot sleep and she hears her bones cracking. She also states that she wants to verify the information sent in by fax from the doctor.

Event description:
Add'l info received from reporter on 10/13/2016 for mw5065365. Reporter called to report that she will need a cat scan and surgery on her back. She reports that she feels "hotness; like a heat wave is in my body", that it's hard to drive, that she has had infection clostridium difficile and that she thinks she has a burn on her back but, the doctor told her it's a scratch.

Event description:
Reporter called to report having disc surgery performed by dr. (B)(6) in 2015 for degenerative disc disease. Since having the device implanted she has had an increase in pain and gets injections to treat her pain. Reporter reports the pain gets so bad she feels numbness in her legs, sometimes she is unable to walk, it feels like someone is stilling on her back. Reports stated that the disc hardware is gone and she has pain that radiates in her legs. Reporter stated she would like to know more information about her device, she has made contact with the orthopedic practice (B)(6) to speak with dr. (B)(6) but, was told he is no longer with the practice and that the practice does knot know where he is now. Reporter states she also had four herniated disc in her neck and that she had family issues in 2013 with a divorce from her husband in 2014; "the pain is out of control".

Event description:
Additional information received on 10/28/2016 from reporter for report number mw5065365. Reporter states that, she will be having a cat scan on monday (B)(6) 2016 intended to verify if the disc is adhering properly.

Event description:
Reporter called to report having disc surgery performed by dr. (B)(6) in 2015 for degenerative disc disease. Since having the device implanted she has had an increase in pain and gets injections to treat her pain. Reporter reports the pain gets so bad she feels numbness in her legs, sometimes she is unable to walk, it feels like someone is sitting on her back. Reporter stated that the disc hardware is gone and she has pain that radiates in her legs. Reporter stated she would like to know more information about her device, she has made contact with the orthopedic practice (B)(6) to speak with dr. (B)(6) but, was told he is no longer with the practice and that the practice does knot know where he is now. Reporter states she also had four herniated disc in her neck and that she had family issues in 2013 with a divorce from her husband in 2014; "the pain is out of control".